Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they couldn't seem to increase their stimulation. Patient said they were getting an error message that said they had reached the maximum settings on both programs they tried. The patient mentioned they used to be able to hold it a little bit when they needed to go, but now it was almost immediate when they felt like they had to go. The patient was wearing pads, but suddenly something was a little wacky. The patient was redirected to their healthcare provider to further address the issue.